Event description:
It was reported that during a lead revision procedure, the set screw was unable to be loosened. The device was explanted and replaced. The patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evathe reported setscrew anomaly was confirmed in the laboratory. Silicone debris was noted inside the atrial set screw hex head, believed to be trapped there due to multiple torque driver insertions.